Manufacturer narrative:
Corrections: f10: device codes h6: device codes h6: evaluation results codes h10: investigation results block b3 (date of event): date of event was approximated to (B)(6) 2020 as no event date was reported. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1 (initial reporter address 1): (B)(6) block e1 (initial reporter city): (B)(6) block h6 (device codes): problem code 2907 captures the reportable investigation results of shrink sleeve detached. Block h10: visual examination of the returned device revealed that the shrink sleeve returned completely detached from the sensor wire was bent and torque marks were found on the surface. Additionally, only the shrink sleeve part was returned. Based in the complaint information the issue was noted post procedure. The failure modes noted (shrink sleeve was detached & bent) could have been caused due to interaction with other devices used in the procedure, also handling/manipulation of the device and procedural factors involved could have induced the failures observed. Also, torque marks were found on the surface of shrink sleeve, it is likely that another device was in contact with the shrink sleeve causing it to be detached from the core wire. During laboratory test, the length of shrink sleeve was measured and it was found within specification. Therefore, this investigation determines that the most probable cause is adverse event related to procedure since it is most likely that the adverse event occurred during the procedure and the device had no influence on event. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) product label.

Event description:
It was reported to boston scientific corporation that a detached part of sensor wire guidewire was found after a transureteral lithotripsy (tul) procedure. The procedure date is unknown. According to the complainant, during the procedure, a non boston scientific ureteroscope and guidewire was advanced inside the working channel then unusual resistance was felt. After the procedure, when endoscope was checked, a foreign object was found and suspected to be part of a sensor wire guidewire, however, this guidewire was not used in this procedure. Reportedly, the detached part was from the previous procedure. There were no patient complications reported as a result of this event. The device was returned, and the investigation results revealed that shrink sleeve was detached; therefore, this is now an MDR reportable event.

Manufacturer narrative:
Date of event was approximated to (B)(6), 2020 as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). Visual examination of the returned device revealed that the shrink sleeve returned completely detached from the sensor wire was bent. Additionally, only the shrink sleeve part was returned. Based on the complaint information the issue was noted post procedure. The failure modes noted (shrink sleeve was detached & bent) could have been caused due to interaction with other devices used in the procedure, also handling/manipulation of the device and procedural factors involved could have induced the failures observed. Also, torque marks were found on the surface of shrink sleeve, it is likely that another device was in contact with the shrink sleeve causing it to detach from the core wire. During laboratory test, the length of shrink sleeve was measured and it was found within specification. Therefore, this investigation determines that the most probable cause is adverse event related to procedure since it is most likely that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint. The DHR review confirms that the accepted device met all manufacturing specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) product label.

Event description:
It was reported to boston scientific corporation that a detached part of sensor wire guidewire was found after a transuretheral lithotripsy (tul) procedure. The procedure date is unknown. According to the complainant, during the procedure, a non boston scientific ureteroscope and guidewire as well as a stonecone were used. The guidewire was attempted to advance inside the working channel; however, unusual resistance was felt. After the procedure, when endoscope was checked, a foreign object was found in the lumen and seemed to be part of a sensor wire guidewire, however, this guidewire was not used in this procedure. Reportedly, the detached part was from the previous procedure. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results: shrink sleeve detached.